Event description:
It was reported via phone call that the customer was hospitalized after receiving a motor error and five hours later ended in diabetes ketoacidosis. The customer stated she was off the insulin pump after the motor error. The customer now had a replacement insulin pump and unable to bolus more than 10 units. The customer's blood glucose at the time of hospitalization was 640mg/dl; current blood glucose was 221mg/dl. The customer stated she was fine to troubleshoot. The customer stated she had a backup plan. She treated with manual injections. The cause of the hospitalization was diabetes ketoacidosis. The customer was not wearing the insulin pump during the hospitalization. The customer was off the insulin pump five hours prior to the hospitalization. The customer stated she did not put insulin pump back and experienced low blood glucose. The customer was assisted in moving max bolus to 20 units.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. It is not shooting off its own and no shutting off itself or coming back up during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during a bolus. The insulin pump was shutting off on its own and turning back on. Customer's blood glucose level was 300 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided with this report has been recently updated. The updated information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.